Event description:
During an outpatient arthroscopy surgical procedure, the surgeon was utilizing a bovie with a conmed acromioplasty electrode disposable device tip when the insulation of the electrode burned causing a small superficial skin burn to the top layer of the skin of the pt's left knee. Following the procedure xeroform and sterile dressing was applied to the area.